Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump failed out of range.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump failed testing. A note included on the returned pump stated the pump failed out of range. Per follow up with the customer on 16-may-2018, the issue was discovered during testing. No patient involved. Pump was ran for 15 minutes prior to testing with correct head height of the feeding bag used. The tubing was not overstretched prior to installation. The rate was set to 125ml and delivered 75ml and 73ml (tested twice) in 30 minutes. Unsure when the rate of the feed changed. The feeding set lot number 163580185 was used 5 times prior.